Manufacturer narrative:
The biomedical engineer (bme) the manual strip from 15:11 on (B)(6) is not matching the expanded waveform. This is only happening with one patient. When he went back into the central nurse's station (cns), he reported that the strips for these times were no longer available. He could see the data in full disclosure. Also, when they went to check the full disclosure for the bedside monitor in rm 201, this is where it gets weird. The monitor has no data for 15:11 or 15:36. They then went back to the central station and the strips that I had taken pictures of before were gone, nowhere to be found in arrythmia recall. They then went back to 15:36 and 15:11 in full disclosure (which was showing stored waveforms on the central) and generated manual strips. 15:11 did not show in the arrythmia recall and 15:36 showed for a few minutes and then also disappeared. The bedside in the room was not showing any data in full disclosure at 15:11 or 15:36. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Bedside monitor, model: bsm-6501a, sn: (B)(6), bedside monitor, model: bsm-1773a, sn: (B)(6).

Event description:
The biomedical engineer (bme) the manual strip from 15:11 on (B)(6) is not matching the expanded waveform. This is only happening with one patient. When he went back into the central nurse's station (cns), he reported that the strips for these times were no longer available. He could see the data in full disclosure. Also, when they went to check the full disclosure for the bedside monitor in rm 201, this is where it gets weird. The monitor has no data for 15:11 or 15:36. They then went back to the central station and the strips that I had taken pictures of before were gone, nowhere to be found in arrythmia recall. They then went back to 15:36 and 15:11 in full disclosure (which was showing stored waveforms on the central) and generated manual strips. 15:11 did not show in the arrythmia recall and 15:36 showed for a few minutes and then also disappeared. The bedside in the room was not showing any data in full disclosure at 15:11 or 15:36. No patient harm was reported.